Manufacturer narrative:
Internal file number - (B)(4). Correction: part number updated from unk to cds0602-xtr. Lot number updated from unk to 81213u164. Evaluation summary: all available information was investigated, and the reported difficult to deploy issue could not be replicated in a testing environment as the clip was not returned. It was identified that the actuator mandrel was broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. All available information was investigated and a definitive cause for the reported difficult to deploy the clip could not be determined in this incident. Investigation identified a broken actuator mandrel and a potential product quality issue was identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The clip delivery system (cds) was advanced to the valve however the clip would not deploy. Troubleshooting was performed for approximately 15 minutes and the clip was eventually able to be deployed. One clip was implanted, reducing the tr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.